Event description:
It was reported that a dependent patient was presented in clinic experiencing dizziness. Upon interrogation, the ventricular lead exhibited oversensing and loss of capture. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.